Event description:
The customer reported poor cv (coefficient variation) on latron analysis. Afield service engineer was dispatched to investigate the latron issue and found a cracked fitting at the top of the flow cell on the unicel dxh 800 coulter cellular analysis system. The flowcell leaked less than 1 ml of fluid which was contained within the instrument. The leak was surrounding a fitting on top of the flowcell. The flowcell was covered with a shield. Fse replaced the flowcell and fitting. The flowcell has blood, controls, diff lyse and diluent when in operation and cleaner when in shutdown. The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer reviewed the msds and the facility does have an exposure control / risk management plan in place.

Manufacturer narrative:
The cause of the leak is attributed to a cracked fitting on the flowcell. (B)(4).